Event description:
The customer reported that they did not observe drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue earlier in the day by changing the infusion set and cartridge. Tandem technical support educated the customer that the cartridges were labeled for single use, which the customer acknowledged and understood. The customer successfully resumed insulin delivery.